Manufacturer narrative:
(B)(4). A maquet field service technician evaluated the device with the following outcome: upon power up, unit displays "error!!" And "referenc". The flow measurement board was found to be failed. The flow measurement board was replaced. The device was successfully tested to manufacturer specifications afterwards. The defective flow measurement board was requested to return to the manufacturer for further investigation of the occurred failure. The investigation of the manufacturer is still pending. A supplemental medwatch will be submitted when further information becomes available.

Event description:
According to the customer: "error er04 occured during patient treatment. The unit was exchanged for a working unit. A pump stop did occur. No harm to patient." (B)(4).

Manufacturer narrative:
A maquet field service technician evaluated the device and the flow measurement board was replaced. The defective part was not returned for evaluation and therefore no root cause could be established.

Event description:
(B)(4).